Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 320 mg/dl, 120 mg/dl, and 125 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.